Manufacturer narrative:
The device was received and evaluated. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause swelling at the infusion site. The exact cause of the reported event could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The patient also reported swelling at the infusion site (back) when the pod was removed. The pod was worn for between 36 and 48 hours. As treatment, a manual injection of insulin was administered utilizing an insulin pen.